Event description:
While transporting the pt from the bed to the chair, the pt fell out of the sling. The sling came off of the lift. The pt hit the back of their head on the floor. No injury description was reported.